Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would not power on. It was indicated that the power supply was out of specification and therefore replaced. It was also indicated that the system fan had a damaged cable and therefore the system fan was replaced. It was also indicated that the power cord bay latch tab was bent and therefore replaced. The programmer software was loaded and updated, and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer would not turn on. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.